Event description:
A consumer reported that the use of the solution causes her lenses to feel dry in her eyes and that her lenses may be damage due to the solution. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. Over time this would effect the product's stability and color. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The affect of the higher level of iron is that the stability of the prod is compromised with respect to color and efficacy over time. A global recall was initiated for this lot.

Manufacturer narrative:
Icp mass spectrometry was performed on another sample of this lot and showed higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.